Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced an abnormal appearance of the right breast, a rupture of the implant and developed a late onset seroma. During the visual evaluation, three (3) tears (a, b and c) were observed on the anterior view of the device, measuring approximately a: 0.1 cm, b: 0.2 cm, and c: 0.2 cm. Please note that the product evaluation lab couldn¿t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast swelling and skin peeling. (B)(4).

Event description:
It was reported that a (B)(6)-year-old white hispanic female underwent a primary breast augmentation procedure with a mentor memorygel breast implant 550cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was reported. In addition, the right breast was getting more swollen and the skin started to peel. As a result, the patient underwent explantation on (B)(6) 2020. During explantation surgery, a possible seroma was observed and removed.